Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net transmission with stored episodes showing non-sustained rv oversensing (nsrvo) due to post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. Programming change was performed. Patient's condition was fine during and after intervention.